Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event. No health injury occurred to the patient.

Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350.